Manufacturer narrative:
Additional information was received that the physician had not indicated that the patient being wheelchair bound was due to the scs implant. No further information can be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was confined to a wheelchair and was unable to move her legs well. It is unknown if the symptoms are related to the device or procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was confined to a wheelchair and was unable to move her legs well. It is unknown if the symptoms are related to the device or procedure.